Manufacturer narrative:
It was reported that the ventilator generated two technical error codes indicating a power failure along with an inspiratory flow meter error. Our field service engineer investigated the ventilator on site. The dc/dc & battery control & the ac/dc converter printed circuit board (pcb: s) were replaced and returned for technical investigation. Simulated test use in a ventilator of the returned ac/dc converter pcb passed the pre-use check. No abnormal found during ventilation for 5 hours, it was not possible to reproduce any issue. Simulated test use in a ventilator of the returned dc/dc & battery control pcb could reproduce the reported issue, the errors alarmed during start-up. The conclusion is that the cause of the technical alarms are related to the defective components on the dc/dc pcb. However, it was not possible specify them.

Event description:
Manufacturers ref: #(B)(4).

Event description:
It was reported that the ventilator generated two technical error codes indicating a power failure along with an inspiratory flow meter error. There was no patient harm. Manufacturer ref. #: (B)(4).